Event description:
User facility reported that the needle was not effectively captured in the safety device causing a needle-stick injury with the user. According to the reporter, the used needle had punctured the safety cap and remained exposed. Blood testing was performed and the hospital followed internal protocol for needle-stick injuries. No permanent adverse effects to user reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.